Manufacturer narrative:
Date sent: 02/15/2008. Batch number. Two devices (a-b) were returned for analysis. Both devices were returned with the firing mechanism damaged and with no cartridge present. The devices were disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Device b additional information: d4: batch #y5f370.

Event description:
The device was received with no further information. There was no reported patient consequences.